Manufacturer narrative:
(B)(4): evaluation results: haemorrhage.

Event description:
Additional information received reported that the patient received a transfusion during the previously reported gi bleed event.

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the prox lad. Pt was asymptomatic at 30 day, 3 month and 6 month follow-ups. Approximately 11.5 months post index procedure, the pt was re-hospitalized with symptoms of jaundice, exploratory laparotomy showed pancreas cancer. Seven days later, a gastro-intestinal (gi) bleed occurred. No treatment was given. Seven days later the pt died. It is reported that the bleeding contributed to the death. Cause of death: pancreatic cancer. The investigator indicated that the gi bleed and pt death were not related to the study device.